Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 15jan2024, the asp was not able to confirm the device was in use at the time of the event and did not provide any patient information. The device diagnostic report (drpt) was not available from the asp. The asp confirmed that the speaker assembly was replaced. The asp confirmed that the device issue was resolved, the device was returned to full functionality, and was returned to use. The asp did not provide what testing was completed to confirm the device returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that there was a main alarm error. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) recommended replacing the speaker assembly. This investigation is ongoing.